Event description:
It was reported that patient experienced an allergic reaction due to the pod's adhesive. The patient's abdomen was irritated and bleeding with the skin peeling up, adding that the site takes 7 to 10 days to heal. Patient visited her doctor and was provided skin prep.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.